Event description:
The customer reported being treated by the paramedics yesterday due to a low blood glucose reading of 27 mg/dl. The customer also reported being treated for low blood glucose levels by paramedics on (B)(6). The customer stated that he passed out on (B)(6) due to the low blood glucose levels, and he fell and landed on his insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and self tests. The reservoir volume was accurate as well. The customer also reported taking medication due to an infection two weeks ago. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.